Event description:
Customer reported a frozen screen on the insulin pump. Customer installed new batteries in the insulin pump then received a button error alarm. Customer stated that the insulin pump had recently been exposed to humidity and dampness. Blood glucose level was 165.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.